Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Electrode belt sn (B)(4) failed incoming functionality testing.